Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hysteroscopy. Concomitant products included ibuprofen for menorrhagia, vaginal haemorrhage and dysmenorrhea and antibiotics for recurrent uti. In 2011, the patient experienced pelvic pain ("pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and cyst ("cysts"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent uti"). On an unknown date, the patient experienced abdominal pain ("abdomen pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, urinary tract infection, allergy to metals, cyst, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cyst, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: successful placement of essure implants bilaterally 3 to 4 coils protruding on each side. Essure confirmation test: discrepancy in dates and results ((B)(6) 2011, 2018) - they couldn't tell me if they were in place: in 2018, that one was good and one was not good. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2018: they couldn't tell me if they were in place: in 2018, that one was good and one was not good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received: reporter¿s information, patient demography, medical history, lab data, concomitant drugs were added. New events - abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection (bladder/ urinary tract/vaginal) type: recurrent uti, nickel allergy, pain, reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease; cysts, abdomen pain and back pain were added. Severity of event back pain and abdomen pain were updated. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.